Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose levels. Boluses via the pump were delivered to address the bg. The contact was not sure of the cause and thought it may be due to hormones. A pump system check was performed and no device issues were identified. Tandem technical support advised the contact to discuss the event with a healthcare provider. The contact acknowledged.